Manufacturer narrative:
Pending investigation.

Event description:
It is reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2015, with no revision surgery reported. There is no device information provided. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI g3: added 510k number h4: added device manufacture date h6: corrected health effect - clinical code, health effect - impact code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.